Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that insulin was dripping or squirting from the end of set before connecting at patient's site and the patient was hospitalized for hypoglycemia. Prior to hospitalization, he self-treated himself by eating candy continuously as well as orange juice and a week before this report, he experienced a severe low in (B)(6). Patient's blood glucose level was 48 mg/dl at the time of incident and experienced low blood glucose level every day, a week before this report. The patient was found unresponsive on the day of hospitalization when patient's wife found him. He received insulin shots as corrective treatment and the health care professional set up the bolus wizard. He had been in the hospital for three days and was still there at the time of reporting. Patient's blood glucose level at the time of this report was 230 mg/dl. No further information available.